Event description:
On february 11th, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported receiving bg readings from her dario meter that were significantly different than her other glucometer.

Manufacturer narrative:
A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, an attempt to follow up with the user was made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.